Event description:
It was reported that the right atrial (ra) and the right ventricular (rv) leads dislodged. It was noted the patient possibly had twiddler's syndrome. The ra and the rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the outer insulation was breached with environmental stress cracking. The proximal conductor had blood/body fluid (not obstructed). The outer insulation had cosmetic metal ion oxidation, cosmetic environmental stress cracking and a cosmetic depression. There was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned and analysis found that the outer insulation was breached with environmental stress cracking. The distal and proximal conductors both had blood/body fluid (not obstructed). The outer insulation had cosmetic environmental stress cracking and a cosmetic depression. There was blood in/on the helix/lobe mechanism.